Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that a znn cmn nail 10mmx21.5cm 130l was implanted on an unknown date. The patient underwent a revision surgery on (B)(6) 2015 due to breakage of the device.